Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the optical distance sensor and not the rosa robot. Unique identifier (UDI) #: unknown for the optical distance sensor.

Event description:
It was reported that after several tries, it was impossible for the surgeon to perform the contactless registration.

Manufacturer narrative:
The visual inspection performed by the field service engineer in the customer site pointed out that the cable connection of the distance sensor was damaged. The field service engineer replaced it with a new cable for repair purposes.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that after several tries, it was impossible for the surgeon to perform the contactless registration.